Manufacturer narrative:
Boston scientific's investigation determined a tear in the silicone of the hemostatic valve most likely caused the leaking observed clinically. Based on all available information, boston scientific assigned the investigation conclusion code of 'cause traced to device design' to the referenced event, as inspection found the internal valve torn on the inner face by the center slit, compromising the valves' ability to seal pressure and fluid within the sheath.

Event description:
It was reported that during a pulsed field ablation (pfa) procedure a faradrive sheath was selected for use. During catheter insertion into the sheath, air ingress was observed into the flushing luer and syringe. The device was replaced and the procedure was completed successfully. No patient complications were reported. The faradrive sheath has been received at boston scientific's post market laboratory.

Manufacturer narrative:
The faradrive sheath has been received at boston scientific's post market laboratory where it is awaiting analysis.

Event description:
It was reported that during a pulsed field ablation (pfa) procedure a faradrive sheath was selected for use. During catheter insertion into the sheath, air ingress was observed into the flushing luer and syringe. The device was replaced and the procedure was completed successfully. No patient complications were reported. The faradrive sheath has been received at boston scientific's post market laboratory where it is awaiting analysis.